Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device stated "connect electrodes" when they powered their device on, even though it was set up to power on in an ECG lead. Further troubleshooting indicated that even though the device was set up to power on in an ECG lead, the unit was trying to power on in paddles lead ECG. There was no patient use associated with the reported event. Upon evaluation of the device, physio observed that the charge button located on the main keypad assembly was stuck, which led to the device powering on in paddles lead ECG and prevented the critical functions including defibrillation.

Manufacturer narrative:
Physio-control further evaluated the removed main keypad assembly and observed that the left side of the charge key was damaged/shorted. In addition to this causing the device to enter paddles lead ECG mode, this issue also caused the shock key to be inoperable.